Event description:
It was reported that pump experienced cartridge alarm 20 during cartridge load process, and caller noted consecutive cartridges had triggered cartridge alarms with this pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump into storage mode, and was advised to return problematic pump to tandem within 10 days using provided materials, while technical support arranged shipment of replacement pump with updated software and instructed customer to reprogram pump settings and reconnect continuous glucose monitor upon receipt.